Manufacturer narrative:
(B)(4): d10: item # 00436003600, 36mm glenosphere cen +0lat ofs, lot # 66733174. Item # 01.04223.030, invers/revers scr syst 4.5-30, lot # 3238827. Item # 01.04223.036, invers/revers scr syst 4.5-36, lot # 3238479. Item # 47-4309-025-01, tm reverse 2.5mm pin sterile, lot # 67187236. Item # sahs1111, humeral stem standard size 11, lot # 67198125. Item # sahtst00, humeral tray neutral +0mm std, lot # 67164483. Item # 00-4362-030-00,26 mmtm rvs base plt 30m, lot # 64465965. G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a shoulder revision approximately four weeks post-implantation due to loosening of the glenosphere head. Attempts have been made and no further information has been provided.